Manufacturer narrative:
There was one sample returned for review. It was visually confirmed that the catheter was broken from the hub. There was also a bend in the catheter near the breakage site. The breakage area was examined under magnification and jagged edges were noted which is indicative of a tensile force being applied to the catheter that most likely resulted in the breakage. A definite root cause for the breakage cannot be determined with confidence; however, due to the jagged edges at the breakage site, the breakage was most likely due to an excessive tensile force applied to the catheter.

Event description:
During blood pressure measurement, the catheter shaft was detached from the female lure connector. The detached catheter shaft was left in the body. After that, the catheter shaft was retrieved by an operation.